Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 36403. The production and quality control documentation for lot number x13072 with expiration date 10/2016 respectively was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number, bach record review and lot number frequency analysis for lot number x13072 no CAPA was required. As of 03/18/2015, a total of 5 complaints had been reported for lot number x1307 and all related sub-lots: 5 complaints had been reported for lot# x13072 (2 adverse event reports, 2 leaky syringes and 1 extrusion difficulty). Genzyme biosurgery would continue to monitor complaints as stated in sop (B)(4) product complaint handling to determine if a CAPA was required. Seriousness criteria: required intervention for the events of painful effusion in knee, painful effusion in knee/pain in knee and swelling in knee. Additional information was received on (B)(6) 2015. This case initially considered as non-serious was upgraded to serious as the patient required intervention for the events of "knee effusion" and "knee pain". Start date ((B)(6) 2014), dose, frequency, route, indication, batch/lot number and expiry date of suspect product was added. Start and stop date of both the events was added. Action taken with suspect product was updated from unknown to not applicable. Corrective treatment was updated from none to cortisone. Clinical course updated. Text was amended accordingly. Additional information was received on (B)(6) 2015. The ptc investigation results were added. The events of swelling in knee and developed cyst in knee along with their details were added. The event of painful effusion in knee was updated to painful effusion in knee/pain in knee. The patient's concomitant medication was added. The patient's clinical course was updated and the text was amended accordingly.

Event description:
Based on additional information received on (B)(6) 2015, this case initially considered as non-serious was upgraded to serious as the patient required intervention for the events of "knee effusion" and "knee pain". This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns an adult male patient who experienced painful effusion in knee, painful effusion in knee/pain in knee, swelling in knee and developed cyst in knee after receiving treatment with synvisc-one injection. The patient's concomitant medication included durolane injection. No medical history, past drug or concurrent conditions was reported. On (B)(6) 2014, the physician had only one durolane injection available, therefore the consumer agreed to have one durolane injection in one knee and one synvisc-one injection in the other knee. The same day, the patient received treatment with intra-articular synvisc-one injection at a dose of 06 ml, once (batch/lot number: x13072, expiration date: 10/2016) for knee osteoarthritis in unspecified knee. On (B)(6) 2014, the durolane knee was fine, however, the synvisc one knee had pain and swelling and he went to emergency at the hospital. On (B)(6) 2014, after 2 days of initiating treatment with synvisc-one, the patient developed painful effusion in knee. It was reported that the patient went to emergency where he was worked up for potential infection, however no infection was found. Reportedly the patient underwent aspiration twice and received cortisone injection once. On (B)(6) 2014, the patient recovered from the event of painful effusion in knee. Also, the patient was better now and the ice machine and manual therapy was used. On an unknown date, the patient developed cyst in his knee. On (B)(6) 2015, the patient went for a procedure for the cyst in his knee but it was too hard to drain. In addition, the office manager did not know if this was the same knee that had synvisc one injection. Outcome: recovered for the events of painful effusion in knee, painful effusion in knee/pain in knee and swelling in knee. Unknown for the event of developed cyst in knee.